Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding - irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included irbesartan since 2015. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("longer period"), metrorrhagia ("break through bleeding"), premature menopause ("early onset of menopause symptoms"), cyst ("reoccurrence of cysts"), back pain ("back pain"), the first episode of abdominal pain ("right side pain") and the second episode of abdominal pain ("left side pain"). The patient was treated with valsartan (diovan) and surgery (diagnostic laparoscopy, left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, menorrhagia, metrorrhagia, premature menopause, cyst, back pain and the last episode of abdominal pain outcome was unknown. The reporter considered back pain, cyst, genital haemorrhage, menorrhagia, metrorrhagia, premature menopause, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: have surgical removal of the left side essure device due to a cyst on my left ovary left fallopian tube and left ovary were surgically removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful complete occlusion of the bilateral. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and medical record received: the event injury changed to genital bleeding, longer periods, break through bleeding, early onset of menopause symptoms, severe and persistent pain on the right and left side, reoccurrence of cysts, severe and persistent back pain added. Reporters, lab data, concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.